Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The customer was reportedly discharged from the health care facility on november 25th and they passed away on december 1st. According to the customer's caregiver report, they claimed that the customer passed away "due to inaccurate reading... There was too much fluid in their blood. Doctor confirmed death due to over-fluid". Attempts to clarify the medical event and product issue were unsuccessful.

Event description:
The customer's caregiver reported the customer, an (B)(6) patient, received on their unknown adc device (serial # was not reported) blood glucose readings which "fluctuated between 11 mmol/l and 13 mmol/l", but the date and time the readings were obtained are unknown. The customer's caregiver also reported the customer experienced symptoms of thirst, drank "a lot of water" and had abdominal pain, but date and time those symptoms occurred is also unknown. It was additionally reported the customer's blood glucose level was constantly high because they did not manage their diet well. It was reported that on november 18th, the paramedics were called, however the customer's caregiver did not know if any treatment was rendered to the customer. The customer was reportedly transported to a health care facility where they were admitted on the same day, and they were diagnosed with hyperglycemia, which is consistent with the reported readings and symptoms. The customer's caregiver reported they did not know the treatment rendered at the facility and it is unknown if the customer was diagnosed with any other medical condition. The customer's caregiver reported the customer took antibiotics to counteract the event and the doctor advised the customer to stop taking them.